Manufacturer narrative:
Date of event: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
A general statement was made for a proglide device. Reportedly, there was a problem across the board closing large hole in an interventional impella procedure. It felt like fifty percent of the time didn't work. Manual compression was likely used to achieve hemostasis. No additional information was provided.